Event description:
It was reported that 8 years and 11 months following the implant of a transcatheter pulmonary valve, the patient went into septic shock with multi organ failure and subsequently was hospitalized and put on extracorporeal membrane oxygenation (ECMO). While on ECMO, the patient developed blood clots that lead to the necrosis of their toes. It was further identified during this hospitalization that the patient had endocarditis with vegetation present via echocardiogram. Subsequently, another pulmonary valve was placed, and the patient was transported to a different hospital for a higher level of care. Once transferred, the initially implanted transcatheter pulmonary valve was explanted and a surgical pulmonary valve was placed. Per the physician, the transcatheter pulmonary valve contributed to the patient's infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Corrected data: additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 11 months following the implant of a transcatheter pulmonary valve, the patient went into septic shock with multi organ failure and subsequently was hospitalized and put on extracorporeal membrane oxygenation (ECMO). While on ECMO, the patient developed blood clots that lead to the necrosis of their toes. It was further identified during this hospitalization that the patient had endocarditis with vegetation present via echocardiogram. Subsequently, another pulmonary valve was placed, and the patient was transported to a different hospital for a higher level of care. Once transferred, the initially implanted transcatheter pulmonary valve was explanted and a surgical pulmonary valve was placed. Per the physician, the transcatheter pulmonary valve contributed to the patient's infection. Additional information was received that the second transcatheter valve (unknown manufacturer) was implanted in the pulmonary position. There were no factors that would have predisposed the patient to endocarditis, and the patient does not have a history of endocarditis.